Manufacturer narrative:
Follow-up #1: date of submission 3/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2016 with the following findings: "pump not primed" warnings observed in black box force readings do not reach zero. Black box shows following a loss of prime on (B)(6) 2015 at 1:32am, insulin delivery was not resumed until 3:53am. Daily insulin delivery totals correctly reflect user's programmed basal rates. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. Pump exercised for 24 hours with no loss of primes occurring. Pump passed delivery accuracy test and found to be delivering within required specifications. The pump was opened and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the pump had been repeatedly losing prime. The patient had a blood glucose of 800+mg/d. With l large ketones and symptoms of dehydration (dizzy, lightheaded), nausea, vomiting, and abdominal pain. The patient was treated in the ER with IV fluids. There is no indication of pump malfunction. This is being reported as customer support attributed the excursion to an unspecified training/misuse issue.